Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip connector issue. Manufacturer contacted customer with follow up phone calls for knowing customer condition;customer has more than one entries at the hospital. Customer's mother states that her son is not living with her and has been recently hospitalized and discharged on (B)(6) 2016. On (B)(6) 2016, a follow up call was made to ensure the customer was no longer experiencing symptoms. The customer's mother disclosed his condition has not improved and is still experiencing a headache and stomach. The customer was in the hospital but is no longer there, he was discharged on (B)(6) 2016 (same day).blood test were performed at the hospital but customer's mother is unknown the blood glucose results. Customer has received the new product replacement and is satisfied with the new product glucose reading results.

Event description:
The customer's mother called because the meter does not power up customer feels weak and tired. Meter does not turn on with strips or s button. Mother is going to call the customer doctor. Customer's mother confirmed is inserting the test strip properly and ensures the battery is installed properly. Mother states she does not know if the customer blood sugar is low or high. Customer's mother states that her son is not living with her and has been recently hospitalized and discharged on (B)(6) 2016 .customer received a true result self monitoring meter when he was discharged customer mother states that she called doctor to report the symptoms her son was having and the doctor advised to take him to he ER if her son continue with symptoms.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips. The strip connector of the meter is damaged/dirty. The root cause is foreign material on the strip connector. Manufacturer contacted customer with follow up phone calls for knowing customer condition;customer has more than one entries at the hospital. Customer's mother states that her son is not living with her and has been recently hospitalized and discharged on (B)(6) 2016. On (B)(6) 2016, a follow up call was made to ensure the customer was no longer experiencing symptoms. The customer's mother disclosed his condition has not improved and is still experiencing a headache and stomach. The customer was in the hospital but is no longer there, he was discharged (B)(6) 2016 (same day). Blood test were performed at the hospital but customer's mother is unknown the blood glucose results. Customer has received the new product replacement and is satisfied with the new product glucose reading results.

Event description:
The customer's mother called because the meter does not power up customer feels weak and tired. Meter does not turn on with strips or s button. Mother is going to call the customer doctor. Customer's mother confirmed is inserting the test strip properly and ensures the battery is installed properly. Mother states she does not know if the customer blood sugar is low or high. Customer's mother states that her son is not living with her and has been recently hospitalized and discharged on (B)(6) 2016 .customer received a true result self monitoring meter when he was discharged customer mother states that she called doctor to report the symptoms her son was having and the doctor advised to take him to the ER if her son continue with symptoms.